Manufacturer narrative:
(B)(4). The device was received by baxter, however, the evaluation is not yet complete. Once the evaluation is complete or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. Evaluation summary: the reported condition of a colleague infusion pump with a clamp not working was not confirmed by baxter personnel during product evaluation. The pole clamp was in excellent working order with no signs of damage. It is possible that the reporter was referring to the slide clamp as the error code 803:07 was found in the event history of the device. Since the pole clamp was in working condition and there is a failure code of 803:07, the failure code will be captured as the as determined condition. No repairs were made. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of the "clamp not working." It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.